Event description:
It was reported that arteriotomy closure of a common femoral artery was attempted using a proglide device after a heart cath procedure. Reportedly, during device deployment the lever was returned to its original position to remove the device, however resistance was felt and the device would not come out. The lever was re-activated a few times with the same result. The device was slightly pushed forward into the vessel and the lever re-activated. The device was able to be removed and the sutures were used without further issue to achieve hemostasis. There was no adverse patient sequela. The technician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device was discarded; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint database could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.